Event description:
The customer reported there was an error message. The fe was not able to specify the specific error, but did confirm the system locked up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the generator and filament was calibrated during the service call. The system was tested an found to be working as intended and put back into service.